Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the hardware was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer found that the ghost failure and recovery option not listed. The fse advised customer to go to machine with keys and used emergency release latch to open all tower doors and recovered it individually. Pharmacy technician followed the required steps to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the hardware was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.